Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temp module was broken. Wires were coming out of it, at the top near where the temp module plugs in. They could not get a reading on the module and was not working correctly. The device was not changed out, as the customer used the other two temp readings. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.